Event description:
Customer initially reported to beckman coulter customer technical support that there was fluid under the reagent probe b from their unicel dxc 800 pro synchron system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.

Manufacturer narrative:
Beckman coulter service engineer was dispatched. After evaluations beckman coulter service engineer confirmed that the leak was from the cuvette wash station and found the cause of the leak was due to the wash station manifold. Service replaced the manifold and that resolved the issue with the leak. (B)(6).